Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had no power. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 07/28/2017. Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2017 with the following findings: a review of the black box showed data from the date of the complaint had been overwritten. The current black box showed no evidence of a no power event. The battery cap and cartridge cap were not returned. All testing was performed with test caps. The pump intermittently powered on with a test cap. The battery cap was able to fully tighten to the pump. The battery compartment was intact and no cracks were found. A leak test was performed and passed. The rewind, load, and prime steps were performed successfully. The pump case was removed to find no evidence of additional moisture. The intermittent power condition was due to moisture contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.